Manufacturer narrative:
The ca2 reagent lot number and expiration date were not provided. The field service engineer adjusted the levels in the reaction cells and the rinsing of the probes. He also replaced the sample probe. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with calcium gen.2 (ca2) assay on a cobas c503 analytical unit. Sample 1: initial result: 3.11 mmol/l. Repeat result: 2.07 mmol/l. The repeat result was deemed to be correct. Sample 2 was tested on (B)(6) 2025: initial result: 1.90 mmol/l. 1st repeat result: 2.71 mmol/l. 2nd repeat result: 1.91 mmol/l.

Manufacturer narrative:
The service actions performed by the field service engineer resolved the issue. The root cause was related to the instrument and traced to a component failure.